Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a strabismus surgery on an unknown date and suture was used. Post-op, the patient experienced scleritis/scleral inflammation. The patient was treated with oral steroids and may have needed other immunosuppressants guided by rheumatologists. The surgeon opined a pro-inflammatory change in the suture that was used, especially can be triggered when there is underlying autoimmune condition. No additional information was provided.

Manufacturer narrative:
Sproduct complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided: thyroid eye disease- had bad scleritis and scleral melt at site of suture - required long term steroids and tocilizumab and management by rheumatology.